Manufacturer narrative:
Final analysis of the stimulator revealed the stimulator grommets were loose.

Event description:
It was reported the patient had pain at the stimulator pocket. There was tenderness at the pocket site when the patient would sit up or lie down. The patient had lost weight and the stimulator was very palpable. The stimulator was replaced and the extensions were explanted. The device was deemed by the site to need replacement due to normal battery depletion, however, it was also noted the replacement was an intervention for the pain at the pocket. The event was considered resolved without sequelae. The etiology was the stimulator pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v686988, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v565966, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: extension. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code was updated.